Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 199 mg/dl. The customer's mother stated that the insulin pump had reached 3.25 units during a bolus when the alarm occurred. She advised that the blood glucose reading was abnormal, and in the late night the customer had eaten something prior to bed due to a blood glucose reading in the 90 mg/dl range. The caller declined troubleshooting for high blood glucose due to the customer's activities and issues with insulin absorption in his arm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. The pump was unable to perform displacement test due to the motor error alarm. The pump had minor scratches on the display window, and a cracked reservoir tube lip.